Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was provided with pump reset information. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.